Manufacturer narrative:
Eval: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2 (see MFR# 1627487-2010-02469). On (B)(6)2009, the pt was implanted with a scs system. The pt experienced a gradual loss of stimulation. The rep met with the pt numerous times reprogramming the pt from invalid electrodes to valid electrodes. Eventually, there were not enough electrodes to provide coverage. When the pt had stimulation, it was in the correct area. It was determined intraoperatively that the leads and extensions were invalid. The pt was implanted with new leads and extensions and has good coverage.